Manufacturer narrative:
Corrected block: h6. The reported complaint was confirmed. The power supply was retested and upon retest, the voltage readings were within specification. It was retested three times and passed each time. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced both power supplies and four cable assemblies resolving the issue. The unit operated to the manufacturer's specifications. The suspect parts was returned to manufacturer further evaluation.

Manufacturer narrative:
The reported complaint was confirmed was confirmed. During laboratory analysis, the product surveillance technician observed the right side power supply was reading 1,021.4 millivolts direct current (mvdc), specification is less than 350 mvdc. The left side power supply was reading 1.022.3 mvdc. Both power supply's were found to be operating outside of specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The end user reported that he noticed the battery icon was red after the unit was moved to a new location. He went to service menu under power maintenance and the power supply status under power supply 2 (ps2) said 1 fail. Later it was checked again and ps2 stated 0 good and the battery icon was green. The field service representative (fsr) arrived on site and observed the hlm was on and operational with full green battery icon. The fsr replaced the ps2 along with batteries. The unit operated to the manufacturer's specification. The suspect parts were sent back to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the heart lung machine (hlm) would power on but was not charging the battery. There was no patient involvement.